Event description:
(B)(4). It was reported that during a coronary artery stenting treatment procedure, the patient had angina. In (B)(6) 2010, the patient presented due to unstable angina (braunwald class iiib) and was referred for cardiac catheterization. The de-novo target lesion was located in the distal left circumflex artery (dist lcx) with 80% stenosis and was 30mm long with a reference vessel diameter of 3.5mm. The target lesion was treated with pre-dilation and placement of a 3.00x38mm promus element stent. Post stent deployment, re-dilation was performed using a 3.5mm nc balloon catheter with excellent results. During dilation, the patient developed typical angina pectoris symptoms. Residual stenosis was 0% following post-dilation. The patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Date of birth: (B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review conformed that the device met all material, assembly and performance specifications. The most probable root cause is anticipated procedural complication as the reported event is due to a known physiological effect of the procedure noted within the product directions for use (dfu) and/or device labeling. (B)(4).